Manufacturer narrative:
Corrected data: e1 country.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection confirmed no issues. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the device and the event reported or determine a root cause. Odor was present, but this did not contribute to the issue. Probable causes include, leaks, kinks and blockages in the vacuum circuit, the IFU offers further guidance on these matters. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that an obstruction error with a renasys touch was detected by a technician during the safety test.